Event description:
It was reported from the field that the balloon of an nc sprinter 3.75mm diameter x 9mm length device was inflated in the right coronary artery post stent deployment. The physician reported that the balloon was initially semi-hard to cross lesion, and that on removal, the balloon appeared to disintegrate. Device evaluation: the distal tip was pinched and slightly flattened. The distal shaft was torn distally from the guide wire entry port along the shaft. The corewire was exposed and kinked. The distal shaft was kinked proximal to the balloon bond. The hypotube was severely kinked. Negative purge failed due to the tear on the distal shaft. On pressurization of the device water was seen leaking from the tear site on the distal shaft.

Manufacturer narrative:
(B)(4). Evaluation results: related to operational context (root cause of the reported event was most likely procedural related). Conclusion: operational context contributed to event. (Root cause of the reported event was most likely procedural related).